Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, the entire device was removed and replaced with a different model prosthesis, produced by the same MFR.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 10/21/87 and removed on 7/17/97 due to a "malfunction." Additionally a "tear in prosthesis, torn tubing "were noted. A resipump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed three separations/potential leakage sites. The first is the complete separation of the serialized strain relief. Examination of the surfaces of this separation revealed markings indicating contact with sharp instrumentation across the entire cross sectional surface. The second separation/leakage site is noted in the exiting tubing of the non-serialized outlet. Examination of the surfaces of this separation revealed markings characteristic of stress(s) induced rending. Additionally, further examination revealed three crease marks in the non-serialized strain relief and that this strain relief bends away from the mid-line of the device indicating that it was in this position for an extended period of time. The third site of leakage it a separation in cylinder #1's exiting tubing, adjacent to the attached proximal connector clamp. Examination of this separation revealed a confined area of abrasion surrounding penetrating this site and a crease mark adjacent to it. Based on qa's examination and the limited info provided, qa concluded that while in-vivo the non-serialized strain relief was partially kinked, and cylinder #1's exiting tubing was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at the noted sites. However based on the limited info, qa is precluded from determining if one or both of the separations, noted in the exiting tubings, contributed to the reported event. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damaged occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with the observed damage to the serialized strain relief, noted as the first site of leakage, would have resulted in an earlier detected fluid loss, qa concluded that this damage most likely occurred at or subsequent to explant.